Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative called to report that a da error was declared near the time of the implant procedure. Boston scientific technical services (ts) received the files and reviewed the stored device data. Ts observed that the device reset was the result of a firmware crc mismatch. It is highly likely that the device experienced a bit flip in the firmware memory region prior to the implant, and was detected as soon as transitioning to implanted mode with integrity tests commencing. The device operation is normal and no intervention is required. The device remains implanted and no adverse events presented.